Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported display issue which was reproduced as a black screen. The display issue was verified and found to be caused by a failed liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified display issue. There was no patient involvement. No additional information is available.